Event description:
Tibial impactor tip became lodged in impactor handle and broke off in impactor handle during attempts to remove the tip. There was no delay in surgery or adverse impact to the pt.

Manufacturer narrative:
Tibial impactor tip became lodged in impactor handle and broke off in impactor handle during attempts to remove the tip. There was no delay in surgery or adverse impact to the pt. Review of the device history record indicated that the device was manufactured to specification.